Event description:
It was reported that the pt experienced a loss of stimulation benefit with increased right lower extremity pain. An x-ray revealed the pt's extension was fractured. The pt's extension and neurostimulator were replaced. No pt outcome was reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.